Manufacturer narrative:
Manufacturers ref # (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a type ia endoleak (proximal type I endoleak) (related complaint, (B)(4) was identified originating from the previously implanted device. Therefore, additional stent graft of the same diameter (zta-p-32-155-w1, lot #: e4625486) was planned for proximal extension. It was within the indicated use. The previous (first) thoracic endo vascular aoritc repair (tevar) was performed on (B)(6) 2025. The procedure was conducted in a post-tar (total arterial revascularization) anatomy with a markedly steep aortic arch and a step at the distal anastomosis of the surgical graft. Significant difficulty was encountered during device (zta-p-32-201-w1) delivery; however, the device was eventually advanced to the intended target site. Balloon delivery was also difficult, and therefore final angiography was performed without balloon molding. No apparent endoleak was observed on the final angiography, and the procedure was concluded. At the three-month follow-up, findings suggestive of an endoleak were noted, and an additional procedure was planned. Secondary intervention preformed on (B)(6) 2026, as per routine practice, during the attempt to deliver the zta-p-32-155-w1 (this complaint) through the previously implanted zta-p-32-201-w1, the delivery was unsuccessful due to strong resistance from the graft. Delivery was attempted over a lunderquist double-curved wire; however, near the apex of the aortic arch, sufficient force could not be transmitted, and delivery to the target position was not achievable. During the delivery attempt, the inner cannula was unintentionally retracted, resulting in the barb penetrating the sheath. However, no issues occurred in the access route or elsewhere during device retrieval. Patient outcome: the system was exchanged for a 22 fr dryseal sheath (gore). Balloon molding was performed using a 32-mm coda balloon. Disappearance of the endoleak was confirmed, and the procedure was completed.